Event description:
Wrong technique in drug usage process [wrong technique in drug usage process]. Compression of brain and spinal cord [brain compression]. Compression of the brain and spinal cord [spinal cord compression]. Case description: this is a device literature case report from the archives of surgery, 1972, volume 104, number 20, page 107. This author reported events for two patients. This is the first of two reports. A male with a left superior orbital fissure syndrome secondary to an en plaque meningioma of the medical sphenoid wing and cavernous sinus underwent a craniotomy in 1970. When the dura was closed, a small piece of surgical packing was inserted into the suture line for hemostasis. The patient was discharged from the hospital in ten days. One week after discharge, he returned with confusion and anorexia. He had bilateral upgoing toes. Carotid angiography revealed a shift of the mid line structures and re-exploration was done to rule out postoperative clot. On opening the dura at the site of the packing, tenacious yellow brown fluid gushed out. The result of a gram stain of the fluid was negative and cultures were negative. The patient had not received antibiotics. Postoperatively, the patient brightened and recovered fully. If device is returned, evaluation will be performed to determine if a malfunction has occurred. A review of pfizer's safety database for cases received through 15 may 2009 identified no serious cases from solicited sources and clinical studies reporting gelfoam or blinded therapy and averse events encoding to the meddra, preferred terms brain compression or spinal cord compression. In addition, no cases reported from non-clinical study sources reporting brain compression or spinal cord compression were identified during this period with gelfoam. Based on the information provided in the case, the reported event of compression of brain and spinal cord most likely represented sequelae to post operative neurosurgery (craniotomy) where gelfoam was used for hemostasis during surgery. As described in this case, a possible contributory role of gelfoam to cause this neurological compromise cannot be completely excluded due to sterile accumulation of fluid which resulted in transient neurologic damage from pressure. Other postoperative complications following craniotomy for meningioma and not taking adequate measures while using gelfoam to control bleeding in closed spaces where vital tissues may be compromised could have also contributed to this type of clinical presentation. At the conclusion of surgery, as gelfoam intended for hemostatis was not removed, wrong technique in drug usage process is being pulled as an event. Based on the information provided in the case, this individual report would not seem to modify the risk-benefit profile of the subject device. The need for corrective action is being evaluated and will be communicated in the final report. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Report source literature description. Journal: archives of surgery; author: james h. Herndon; title: compression of the brain and spinal cord following use of gelfoam; volume: 104; year: 1972; pages: 107.